Event description:
On (B)(6) 2011, a vns treating physician reported that his handheld's screen froze at the interrogation successful screen and that it has happened several times in the past. The physician did a hard reset himself which resolved the problem and he was able to interrogate the patients afterwards without having the screen freeze again. The physician still wanted a new handheld though. The physician's handheld and flashcard were received for product analysis on (B)(6) 2011 that has not yet been completed.

Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the handheld and flashcard. Product analysis on the handheld revealed no anomalies associated with the handheld during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed. This event only occurs on dell x5 models of the handheld computers executing the pocket pc 2002 operating system. This event can be resolved following a software reset of the handheld or reseating the flashcard and may typically occur after several days of inactivity or after a daylight savings time change. No other issues were observed with either the flashcard or software and other than the screen freeze observations, the flashcard and software performed according to functional specifications.